Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2021-00981. It was reported during the patient's procedure to relocate the scs system generator (ref. MDR 1627487-2021-01680), one lead exhibited high impedance and the other lead came out while placing the generator in the new pocket. Consequently, the physician removed both of the scs system leads.